Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that prior to an electrophysiology procedure, a metriq irrigation tubing set was selected for use. There was a water leak from the chamber. The device was replaced, and the procedure was completed successfully with no patient complications. The product is not expected to be returned for analysis as it was discarded at the facility.